Manufacturer narrative:
Ge healthcare was not provided further information regarding the issue and there was not request for service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Report source other: (B)(6) aer database

Event description:
Reported via (B)(6) aer database: the hospital reported that during preuse testing the tidal volume was set to 400, the anesthesia machine displayed 420 and the measurement instrument displayed 500. The deviation was still observed after calibrating the flow sensor. There was no injury reported and no potential for injury.